Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on her left hip on or about (B)(6) 2008. It is further alleged that she suffered injuries as a result of implantation of the device(s) at issue, device recall and excessive levels of chromium and cobalt in the blood. Patient has not yet scheduled a surgery for the explantation of the left femoral head at issue.

Manufacturer narrative:
Reported event: an event regarding abnormal ion level involving an accolade stem was reported. The event was not confirmed. Method & results product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Medical records received and evaluation: a review of the provided medical records and / or x-rays by a clinical consultant rejected and stated that: no clinical or pmh, no patient demographics, no primary tha op reports, no indication left tha was revised, no lab or pathology reports, no serial x-rays of right hip or any x-rays of left hip, no examination of explanted components. No information regarding the event description for pi - 2332277 is offered and a medical report for either hip is not possible based upon the information available for review." Product history review: review of the product history records indicate all devices were manufactured and accepted into final stock with no reported relevant discrepancies. Complaint history review: there have been no other events for the lot referenced . Conclusion: it was reported that patient is suffering from excessive level of chromium and cobalt in blood. The event is not confirmed. : a review of the provided medical records and/or x-rays by a clinical consultant rejected and stated that : no clinical or pmh, no patient demographics, no primary tha op reports, no indication left tha was revised, no lab or pathology reports, no serial x-rays of right hip or any x-rays of left hip, no examination of explanted components. No information regarding the event description for pi - 2332277 is offered and a medical report for either hip is not possible based upon the information available for review."the exact cause of the event could not be determined because insufficient information was provided.¿ additional information including device details, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on her left hip on or about on (B)(6) 2008. It is further alleged that she suffered injuries as a result of implantation of the device(s) at issue, device recall and excessive levels of chromium and cobalt in the blood. Patient has not yet scheduled a surgery for the explantation of the left femoral head at issue.